Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link catheter set would not infuse via infusion pump. There was no report of patient injury or medical intervention in association with this event. Patient involvement was not reported. No additional information is available.